Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, during the surgery the tip came out. The device showed error. Another device was used to complete the procedure. There were no adverse consequences for the patient. Device discarded